Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subjected pacemaker was explanted due to normal battery depletion. Since no lead issue could be observed during the re-intervention, but intermittent high atrial lead impedance was measured by the device in the past, the customer asks for analysis of the device.